Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm catheter was returned for analysis. Examination of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 10mm longitudinal tear across main body of balloon. The bumper tip identified no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.